Event description:
It was reported that the patient presented to the clinic after receiving inappropriate high voltage therapy for atrial fibrillation with fast ventricular conduction which was binned into the ventricular fibrillation zone. Noise was also noted on the atrial channel but was unable to be reproduced. All electrical parameters were stable. The device was reprogrammed. Patient condition after the event was good.